Event description:
It was reported that there was interruption in telemetry during update. The healthcare provider (hcp) thought that when this would happen the pump should resume therapy in an hour so they had the patient return in an hour; however, the pump was still in stopped mode. The hcp reprogrammed the pump which resolved the issue. The hcp was to return to the patient to finish the update. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8835, serial # (B)(4), product type programmer; patient product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type. (B)(4).